Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated the alarm was recurring for the past four days. Customer stated the alarm was resolved by an infusion set change. The customer's blood glucose was over 300 mg/dl. The customer did not have any symptoms of high blood glucose. Troubleshooting found the screen on the customer's insulin pump was foggy. The customer stated they could barely read the insulin pump's screen. It was found the insulin pump passed a self test. Customer also reported there was fluid under their lcd display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty forces sensor resistor. Occlusion test and no delivery test were not performed due to prime anomaly. Moisture damage was found on the lcd board. The device had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratches on the display window, and stained end cap sticker. No stained or red rusty color found on case or battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.